Event description:
Customer reports testing 159mg/dl at 7:00am and taking his normal insulin: 30 units lantus and 4 units humalog. Customer states that at 11:30, he tested 274mg/dl on the device, but was experiencing low blood glucose symptoms. Within an hour, he reports becoming incoherent and testing in the 300's mg/dl. Within 15 mins, the paramedics arrived to test customer at 66mg/dl on their device. The paramedics administered a glucose IV as treatment. No quality controls were used. Requested return of suspect device and replacement was sent.